Manufacturer narrative:
(B)(4) - supplemental MDR - needle clogged/blocked. (B)(4) samples from batch 4164247 were provided to our quality team for investigation. All samples were received in sealed packages with a light ink ring observed on the barrel below the scale markings. The condition observed is non-conforming per product specification. Potential root cause for the scale marking ink rings defect is associated with the marking process. These conditions are occurring below their expected frequency, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4164247. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309657, batch#: 4164247. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: it was reported by customer that the barrel of syringe looks to have an imprint of the plunger molding defect possible fm. Rcc received a complaint via phone. Productcomplaint-mds: xxxxxxxxxxxxxx. Ref: (B)(4), lot: 4164247. Issue: barrel of syringe looks to have an imprint of the plunger molding defect possible fm. Pt harm: no. Sample: yes.